Manufacturer narrative:
The pod download data showed that the pod generated a 0x40 alarm, indicating that the rotational sensor exceeded the maximum number of open counts. No leaks or tears were observed. Fluid flowed freely through the fluid path. Inspection of the backside revealed that a loose additional spring (closely resembling a hook switch spring) was preventing the ratchet gear to rotate and this resulted in the drive stall and subsequent 0x40 alarm. No other damages or defects were found with the drive mechanism. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 20 mmol/l (360 mg/dl). The pod was worn on the patient's hip/buttocks for between 5 and 24 hours. As treatment, a new pod was applied.